Event description:
In the third case, the cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Following successful marking, the cardiologist inadvertently clamped both the marker and suture lumens with hemostats, rather than just the suture lumen. With the sutures clamped inside the lumen, the needles could not present on deployment. The cardologist attempted backdown, but did not pull up on the sutures to allow the needles to access their original positions. When backdown was not successful, the cardiologist attempted to redeploy. At that point, a suture loop became wrapped around one of the needles, effectively tying the needle into the device. The pt was sent for surgical removal of the device. Surgery was successful and the pt was doing fine following the procedure. The vascular surgeon confirmed finding a knot down around one of the needles. The device was not returned to the MFR and was not available for eval. However, had the cardiologist not clamped the suture lumen, it is likely the device would have deployed without difficulty. Back-down should still have been successful if the user had pulled the sutures tight. Also, if the slack had been raken out of the sutures on attempting backdown, there would not have been a loop to get tied around the needles on attempting re-deployment. Therefore, the root cause of the event appears to be a series of user errors.